Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, who was implanted with a neurostimulator (ins), via manufacturer representative. It was reported that the patient experienced shocking. No environmental/external/patient factors may have led or contributed to the issue and no diagnostics/troubleshooting was performed at the time of the report because the patient had not replied to the rep's texts or call. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient shut off the device until she could be seen by the representative. When the patient was seen by the representative it was discovered the patient was experiencing positional strength changes after implant. The patient described the changes as shocking, however, it was the feeling that stimulation got stronger because she went from a reclining to a supine position. Stimulation was turned on and the patient was trained on the use of the device. There were no shocking issues at the time and the patient had good coverage and was satisfied with the results.